Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, granuloma, and lymphadenopathy are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, granuloma, and lymphadenopathy.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Visual device analysis: "visual analysis of the photographs identified. Observed rupture on the device. Red biological tissue observed on the device. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode."

Event description:
Healthcare professional reported right side rupture, "enlarged lymph nodes," "small granuloma," "multiple punctate calcifications," and capsular contracture baker grade iii.